Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of event: unknown. Implant date: unknown. Explant date: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "po valve is blocked. Explanted."

Manufacturer narrative:
In the first step of our investigations we made a visual inspection of the valve. The visual inspection was able to detect some scratches on the progav membrane, as well as obvious bloody residue on the entire shunt system. Penetration test: to check if the valve is clogged, we have performed a permeability test. This test is of hydrostatic pressure difference of approx. 20-30 cmh2o in flow direction. The test showed that the progav valve is not permeable and only the shuntassist is permeable. Adjustment test: the investigation has shown that the valve can be adjusted up and down in all pressure stages. Test at the computer test bench: the valve was tested on the miethke test bench. It went through the standard test from the standing position. Here the liquid flow of 60 ml/h is gradually reduced to 5 ml/h and back to 60 ml/h (based on iso 7197). The resulting pressure is measured. Based on our results of the investigation, we can confirm the suspicion of blockage in the progav valve and assume that this has led to the impairment of the function. Despite the identifiable deposits in the shuntassist, the values determined during test measurements were within the specified tolerances. No corrective action required.